Manufacturer narrative:
This is a combined initial/final report. Based on information provided by the user facility, the microscope was moved with the arm extended. This improper handling caused the microscope to tip over. There was no technical defect in the device that could have caused or contributed to the tipping. We conclude that the user failed to follow the instructions on the labels and in the user manual. The root cause can be traced to inadequate user handling. The review of service records did not indicate any issues that could be associated with this case. The review of the complaint statistics did not show any systemic problem with the device, associated labelling, or instructions for use. The leica m525 f40 complies with all applicable norms and regulations including requirements for stability and to prevent tilting. Using the m525 f40 improperly during transport and positioning, i.e. Other than required by the warnings on the device and other than described in the instructions for use, can have an adverse effect on the stability of the device. In extreme cases, improper use during transport and positioning can cause tilting of the m525 f40. The field service engineer has advised the customer to bring the device into transport position before movement. Any damage to the device caused by tipping will be handled in accordance with released service procedures.

Event description:
Leica microsystems (schweiz) ag received a complaint from japan stating that a m525 f40 tipped over during relocation. There was no patient/user injury.